Event description:
It was reported that the customer kept receiving a blank display and a battery out limit alarm on the insulin pump. Customer also had two small cracks along the battery cap opening. Customer's blood glucose level was 274 mg/dl. Customer bolused. Customer stated that she had high blood glucose levels due to her pump shutting off. Customer declined troubleshooting for the battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.